Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: because the procedure was being performed, it was decided to not use the navigation system. The procedure was completed successfully without using the navigation system.

Manufacturer narrative:
Patient information was unavailable from the site. Similar device marketed in the us. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the two registration plans l1-3 and l4-5 were created. The names of the plans were not edited. Registration was performed with l1-3 and the screws were inserted. After going back to verify instrument for the l4-5 it was found that past patient data was displayed, and patient data of today was displayed again. The site attempted to return to navigation but the registration data disappeared. There was no plan for l405, and there were two plans for l1-3.